Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the entry hole closure on a laparoscopy-assisted distal gastrectomy, when using the 7th reload, it suddenly articulated with a calibration sound when the scrub nurse connected the reload to the adaptor after the calibration of the device. The surgeon was able to press the green button but the stapler was unable to fire. They changed the device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.